Event description:
The 511sd and 1seal were used during a laparoscopic nissen fundoplication. The surgeon was suturing extracorporically through the devices. The trocar began to leak and pneumo was lost. The surgeon had to replace both devices. There was no consequence to the patient.

Manufacturer narrative:
D5,6; h4: info unavailable, device returned with no lot or batch ID. Results of evaluation: conclusion; based on the visual examination it was confirmed that the outer gasket was torn, but with no pieces missing. No conclusion could be reached as to how the outer gasket was torn.